Manufacturer narrative:
A narrow right angle large hex driver tip 24mm (rash3n) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (rash3n) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/ CAPA/hhe/d/ie/product holds for the reported device related to the reported event. November post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture) and device (rash3n) . Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided. Device not returned.

Event description:
It was reported that a hex driver tip (rash3n) fractured while customer was attempting to remove the healing collar. Doctor was able to complete the procedure.